Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, prior to the glaucoma shunt implantation procedure, the flange was identified as bent. The procedure was completed on the same day with a newly placed shunt. There was no patient contact or impact to the patient.